Event description:
Reported via medwatch # (B)(4). It was reported that removal difficulties and tip detachment occurred. The procedure was a right lower extremity angiogram and recanalization of occluded distal superficial femoral artery (sfa) and proximal popliteal artery (ppa). The target lesion was located in the distal sfa and ppa. While crossing a 300cm, 8cm poly tip v-18 guide wire, the tip became stuck in the popliteal artery wall. The tip broke off and remained in the vessel wall. No attempt was made in retrieving the tip to avoid risk for injury. No further patient complications were reported.